Event description:
Baxter (B)(4) received a report that the coiled tubing inside the housing of an infusor became stuck between the housing and the volume indicator during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review by baxter personnel, the root cause of the confirmed entangled coiled tubing was determined to be a manufacturing defect - operator error during the manual assembly process lead to the incorrect number of coiled turns on the unit.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of an entangled coiled tubing was confirmed via photographic evaluation. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. The reporter initially reported that the sample was available. However, only a photograph of the sample was returned to baxter for evaluation.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.